Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl. Reportedly, the cause was unknown; however customer believes they might have delivered too large of a bolus for the amount of carbohydrates consumed. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.